Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they were unable to exit preparing prime loop. Customer stated that they did not received the second series of the beeps nor the numbers were appeared on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump alarmed a33 during rewind due to loose/protruded drive support disk. Unable to perform displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to a33 alarm during the rewind.